Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd syringe luer-lok¿ 30 ml bulk pack luer lock tip approximately 241 pieces had foreign matter in the fluid path. The following information was provided by the initial reporter: material no: 301033 batch no: 1180548. It was reported black dots. Black dots: 241 pieces.

Manufacturer narrative:
H6: investigation summary it was reported there were multiple defects with the products received. To aid in the investigation, fourteen samples and five photos were received for evaluation by our quality team. Five samples have embedded degraded resin. The five photos provided show some of the samples received. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 301033, lot number 1180548. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect.

Event description:
It was reported while using bd syringe luer-lok¿ 30 ml bulk pack luer lock tip approximately 241 pieces had foreign matter in the fluid path. The following information was provided by the initial reporter: material no: 301033 batch no: 1180548 . It was reported black dots black dots: 241 pieces.